Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle was clogged. The following information was provided by the initial reporter: the needles were clogged.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle was clogged. The following information was provided by the initial reporter: the needles were clogged.